Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Additional information received indicates the patient was discharged to hospice.

Manufacturer narrative:
Additional information added to b.5. The device was not returned as it remains implanted. No imagery was received. A review of valve manufacturing records did not reveal any issues that may have contributed to the complaint event. Per the IFU, structural valve deterioration is a potential risk associated with the use of the device. The IFU provides the following warning: accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed; however, patient factors (chronic kidney disease) may have contributed to the event. There is no indication a manufacturing deficiency contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, approximately 2 years, 6 months post successful tavr the patient's valve is failing due to stenosis. Tte doppler parameters consistent with significant stenosis of the bioprosthetic aortic valve. The peak aortic velocity is 539 cm/s with a calculated peak gradient of 116 mmhg. The mean gradient is 57 mmhg. The aortic valve area is 0.6 cm2. There appears to be no independent motion and the thv is heavily calcified.